Event description:
A healthcare professional reported with a description of intraocular lens was faulty which had a damaged haptic. Additional information has been received and stated that the trailing haptic was involved. The leading haptic of the intraocular lens was in patients eye however the trailing haptic was not. Lens was removed at the time of insertion and had not completely passed into the eye when noticed the defect in the haptic. The procedure was completed with the back up iol and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4. The manufacturer internal reference number is: (B)(4).